Event description:
The customer reported that the system locked up and the left monitor had no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer and power supply were adjusted during the service call. The system was tested and found to be working as intended and put back into service.